Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep(s). "[Named removed] called in with this vent having a blender issue. It was found during set up prior to the pt [patient] use. The fio2 is out of spec up to 8% off. This vent passes the est."

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility rep. (B)(4). The carefusion dispatched a field service rep for the eval of the device. Once the device eval is complete, a follow-up medwatch report will be submitted.